Manufacturer narrative:
Block h6: medical device problem code a041001 captures the reportable event of balloon pinhole. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagoscopy with dilation procedure performed on an unknown date. During the procedure, it was noted that the balloon had a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Additional information received on august 26, 2021 the procedure was performed on (B)(6) 2021.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagoscopy with dilation procedure performed on an unknown date. During the procedure, it was noted that the balloon had a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.